Event description:
It was reported that balloon rupture occurred. The 100% target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mm x 40mm x 135cm (4f) sterling balloon was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx40mmx135cm (4f) sterling balloon was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the balloon ruptured during the first inflation at nominal pressure for 2-3 seconds and was completely removed.